Event description:
Patient with medical history of aortic stenosis and insufficiency, pulmonary stenosis and insufficiency, left ventricular hypertrophy s/p resection of sub-valvular aortic membrane and myomectomy in 06/92, under went an aortic root replacement using a 19mm aortic homograft, another myomectomy and the konno procedure on 10/02/96. On 06/24/99, patient had valve explanted due to calcification, cusp degeneration, outgrowth, and conduit stenosis. The site relates all to the homograft. The valve was replaced with another aortic homograft-21mm.